Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 16jun2020.

Event description:
It was reported that the unit declared an occlusion (safety valve open) alarm. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer perform troubleshooting to determine if the issue is the exhalation port or the filter. The customer reported that the issue was determined to be a blockage in the filters. The filters were changed and the issue resolved.